Event description:
Additional information received reported that the patient proceeded with the revision on (B)(6) 2014. The manufacturer¿s representative stated that they thought the patient was doing well and could feel stimulation.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the # 0 conductor was broken 12.9 cm from the proximal end.

Event description:
Device analysis was completed for pli 50.

Manufacturer narrative:
Analysis of the stimulation lead kit l34759 found no significant anomaly (c200). It was stated that the distal end of the stimulation lead conductor was broken due to overstress/damage.

Event description:
Device analysis was added to pli 60 that had been applied to another event (MFR #3004209178-2014-12246)

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n444527, implanted: (B)(6) 2014, product type: accessory. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3587a, lot# l34759, implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
Additional information received reported the zero contact was found to be greater than 10000 ohms. Post-operation programming had been utilizing zero contact. The patient¿s stimulation had stopped. The day of the post-operation appointment the patient was reprogrammed for appropriate coverage of pain. Three days later the patient complained their stimulation stopped again. The patient had an appointment scheduled with physician (B)(6) 2014. Additional information received reported that the patient was scheduled for a lead revision (B)(6) 2014.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were returned with no rp paperwork. It was noted that it was send back along with product from a different patient.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.